Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discardedin the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation.the device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event.all pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding bleeding while wearing the adc device on day 9 of wear. As a result, on (B)(6) 2022, the customer had a "lower leg seizure," but was capable of providing self-treatment. No third-party medical treatment was provided. No further information was provided there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The serial number of the freestyle libre sensor associated with this complaint is invalid. During investigation of the track and trend review related to sensor insertion issues in january 2021, a failure mode was identified for a specific population of sensors. As the serial number of the sensor associated with this complaint is invalid, abbott diabetes care is unable to determine if this particular sensor was impacted by the observed manufacturing issue. Outside of the known manufacturing issue the available tripped trend reports for libre sensor and insertion-1 have been reviewed. The review did not identify any additional trends that would indicate a product related issue related to this complaint. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A complaint was received regarding bleeding while wearing the adc device on day 9 of wear. As a result, on 24 may 2022, the customer had a "lower leg seizure," but was capable of providing self-treatment. No third-party medical treatment was provided. No further information was provided there was no report of death or permanent injury associated with this event.